Event description:
It was reported to philips that the geometry pc did not start up even after a reboot. The device was in clinical use at the time of the reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, diagnosis procedure was delayed and postponed until the system was repaired. The philips field service engineer (fse) inspected the system onsite and confirmed that c-arm movement was unavailable. Review of the system log file showed that there was a malfunction in geo pc. Upon troubleshooting, fse checked the power supply and confirmed that there was fault in geo pc. To resolve this issue, fse replaced the geo pc. The defective geo pc was returned to philips for analysis and confirmed that there was a failure in power supply due to s61 unit was nonfunctional. After replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.